Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of a noisy electrogram however the link electronic module board was replaced as a preventive measure and calibrated, and the hard drive was reconfigured and the software reloaded and updated. The device passed functional and systems tests and no other anomalies were found. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had a noisy electrogram signal during a patient check. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.